Event description:
The customer reported a coulter act diff 2 analyzer intermittently generated hemoglobin (hgb) voteouts while processing patient samples and during instrument startup. There were no erroneous numerical results generated and there was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the white blood cell (wbc) bath, hgb photodiode assembly, aspiration probe, lv11, and the dual red blood cell (rbc) diluent filters that had caused hgb and rbc reproducibility problems. System performance was verified. (B)(4).